Manufacturer narrative:
The reported issue was confirmed. The device was evaluated and the reported issue was confirmed as it was noted that the both hot and neutral connections from the power inlet module and the ac main voltage circuit card show signs of electrical overstress in an arctic sun device. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the both hot and neutral connections from the power inlet module and the ac main voltage circuit card show signs of electrical overstress in an arctic sun device. Per sample evaluation results on 11jan2024, it was reported that the mixing pump motor noted to have a broken pump head mount. Completed the 2000-hour pm procedure on the device.

Event description:
It was reported that both the hot and neutral connections from the power inlet module and the ac main voltage circuit card show signs of electrical overstress in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.